Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. An ocd field engineer performed 'as needed' service to the well wash and incubator subsystems. Performance testing following service verified that the equipment was operating as expected. The most likely cause of this event is an analyzer related issue.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (1.60 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat = 0.018 ng/ml) was reported for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)